Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope experienced and error code e315. The event occurred during preparation for use. There was no delay for the intended diagnostic bronchoscopy procedure. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of error code e315 was not confirmed. Additionally, the following findings were also identified, and are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value. Based on the results of the investigation, it is likely that physical stress was applied to insertion section during user handling, which caused an abnormality in the image sensor unit and the error message was displayed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.